Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) will not be returned for evaluation. However, the console was serviced at the customer's site. Functional testing was performed and the hmia cable was found to be loose. After tightening the cable to remedy the reported complaint, the system passed all final functional testing criteria. In addition, the electrical safety test was also performed and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In the case the device is returned, the complaint will be re-opened to perform an investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
It was reported that a male patient was hospitalized for post cardiac. During set up, the thermogards xp ivtm system did not start running after minutes. When the system began to run, it displayed "factory configuration not complete" error message in bright yellow. No further information was provided. No known patient consequences reported.